Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. Insulin pump was tested with no bolus anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl at the time of incident. The current blood glucose was 135 mg/dl. The customer treated with food for low blood glucose. The insulin pump will not be returned for analysis.